Manufacturer narrative:
The reported condition of 810:11 was confirmed but not duplicated. The reported condition is due to a faulty phm (pump head module). The phm channel a was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility reported a colleague pump with failure code 810:11. The reported condition was identified during bio-med service. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During baxter's review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.